Manufacturer narrative:
Investigation complete. No issues found.

Event description:
The string became unattached leaving the tampon stuck inside me [device breakage] the string became unattached leaving the tampon stuck inside me; tampon; foreign body removal vagina [foreign body in reproductive tract] . Case narrative: on 30-sep-2024, a spontaneous report was received from a consumer regarding a 27-year-old white/caucasian female who was using playtex sport plastic, unscented. On 21-oct-2024, additional information was received from a consumer. On (B)(6) 2024, it was identified that suspect device evaluation and investigation information required updating; therefore, a corrected copy is being submitted with these corrections. On 18-dec-2024, additional information was received in the form of medical records. Medical history and concomitant products were not reported. On (B)(6) 2024, the consumer started use with playtex sport plastic, unscented. On (B)(6) 2024, while removing the product, the string became unattached leaving the tampon stuck inside the consumer. Subsequently, this required the consumer to seek urgent care on (B)(6) 2024. During the visit, ring forceps were used by the doctor to remove the tampon. As of (B)(6) 2024, the status of product use was discontinued. No additional information was provided. On (B)(6) 2024, the patient¿s medical history was updated to include allergic to clindamycin and loratadine. Patient¿s last menstrual period was on (B)(6) 2024. On (B)(6) 2024, the patient presented to the urgent care for retained tampon. She tried to pull out her tampon a few hours prior to arrival and the string broke. Her blood pressure was 132/79, pulse was 70, and oxygen saturation was 97%. She was unable to retrieve the tampon herself. She had no flank pain, vomiting or weakness or no abdominal pain. No medication was taken. She denies any urinary symptoms. She had no signs of pid (pelvic inflammatory disease). She was well-appearing and had no pelvic pain. Tampon had only been in the vaginal vault for 2-1/2 hours. They did a pelvic exam using ring forceps and the tampon was removed. Upon the internal exam there was no bleeding or signs of infection. The patient was in no pain and left the ambulatory with no acute distress. No additional information was provided.

Event description:
The string became unattached leaving the tampon stuck inside me [device breakage]. The string became unattached leaving the tampon stuck inside me [foreign body in reproductive tract]. Case narrative: on 30-sep-2024, a spontaneous report was received from a consumer regarding a 27-year-old white/caucasian female who was using playtex sport plastic, unscented. On 21-oct-2024, additional information was received from a consumer. On 29-oct-2024, it was identified that suspect device evaluation and investigation information required updating; therefore, a corrected copy is being submitted with these corrections. Medical history and concomitant products were not reported. On (B)(6) 2024, the consumer started use with playtex sport plastic, unscented. On (B)(6) 2024, while removing the product, the string became unattached leaving the tampon stuck inside the consumer. Subsequently, this required the consumer to seek urgent care on (B)(6) 2024. During the visit, ring forceps were used by the doctor to remove the tampon. As of on (B)(6) 2024, the status of product use was discontinued. No additional information was provided.

Manufacturer narrative:
Investigation in progress.

Event description:
The string became unattached leaving the tampon stuck inside me [device breakage] the string became unattached leaving the tampon stuck inside me [foreign body in reproductive tract] case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 27-year-old white/caucasian female who was using playtex sport plastic, unscented. On (B)(6) 2024, additional information was received from a consumer. Medical history and concomitant products were not reported. On (B)(6) 2024, the consumer started use with playtex sport plastic, unscented. On (B)(6) 2024, while removing the product, the string became unattached leaving the tampon stuck inside the consumer. Subsequently, this required the consumer to seek urgent care on (B)(6) 2024. During the visit, ring forceps were used by the doctor to remove the tampon. As of (B)(6) 2024, the status of product use was discontinued. No additional information was provided.